Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out for this device, the header came off of the can. Attempts were being made to removed the lead from the header. Boston scientific technical services discussed trouble-shooting measures with the health care professional (hcp). A request for additional information was made, none was received. There were no adverse patient effects reported.